Event description:
During patient treatment in infant patient category, difficulties to ventilate the patient were reported. It was further reported that the patient had bradycardia during the event, but there was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our investigation into the reported case has been completed. The anesthesia system was investigated by the biomedical department at the hospital. There is no information suggesting that any malfunctions could be noticed or reproduced and that there have been any issues with the concerned device since then. The device logs were saved and sent for investigation. The received device logs show that a successful system checkout was performed before the event and a few hours after the event. The recordings in the logs indicate that the event occurred after the user had switched to afgo mode. The logs show several recordings of the user having used the o2 flush. A few alarms for high airway pressure and fio2: low were generated around the use of the o2 flush. Also on one occasion, the alarm occlusion in sampling line was generated. The true cause of the reported event has not been determined. There is no information that suggests that there were any technical malfunctions during the event.

Event description:
Manufacturer's reference number: (B)(4).